Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-mar-2024. The device evaluation was completed on 18-apr-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance, and patency test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The temperature and impedance test was performed and during the analysis, a temperature error was displayed in the generator. A patency test was performed and the device was found occluded. Further investigation revealed that reddish material was occluding the irrigation tube in the tip section. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since reddish material was found occluding the irrigation tube and inside the pebax, these failures could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the reddish material occluding the irrigation tube could be related to the usage of the device during the procedure. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿temperature slope to high error message¿. In addition, biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. Investigation findings: operational problem identified (c13)/ investigation conclusions cause not established (d15) / component code: hose (g04069) were selected as related to the ¿temperature slope to high error message¿. In addition, biosense webster inc. Analysis finding of the ¿occluding the irrigation tube¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially it was reported that they got a temperature slope to high error message on the ngen generator when radio frequency (rf) energy was applied. Changing the target temperature, rebooting the generator, reseating the catheter cable and replacing the catheter cable did not resolve the issue. Changing out the catheter resolved the issue and the procedure was continued and subsequently completed. There was no patient consequence reported. Additional information was received. The temperature cut off value never exceeded because they could not come on ablation. Temperature control mode with target temp 47 and cutoff 55. Max power 50 watts. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-apr-2024, observed reddish material and a hole in the surface of the pebax. This event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax on 18-apr-2024 and have assessed this returned condition as reportable.